Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch select meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began during the late evening a couple weeks prior to contacting lfs. The patient reported blood glucose results of ¿160, 260 and 300 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). Based on the alleged results, the patient administered self an increased dose of insulin (amount not specified). Earlier that same evening, the patient also reported exercising more than usual. About 4 hours after the start of the alleged issue, the patient claimed he felt a low blood glucose symptom of shaky. Treatment was not specified. The patient did not test his blood glucose with another meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of serious injury after the alleged meter issue began.